Manufacturer narrative:
Manufacturing records were reviewed and met specifications. In follow-up with the implant surgeon it was learned that the patient was unable to tolerate the optics of the iol. There was no obvious sign of defect in the lens. The lens was cut to remove from the patient's eye and discarded. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported by the implanting surgeon that the intraocular lens model zma00 was explanted by a second surgeon due to the patient's dissatisfaction with his visual outcome. The patient reported experiencing blurry vision and halos at night in addition to irritation and watery eyes.

Manufacturer narrative:
The lens was not returned for product evaluation. If additional information is provided, a supplemental MDR will be submitted. All information currently available is contained in this report.